Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a decanav catheter and the physician did not have any intact ECG signal available to monitor the patient's heart rhythm. Initially reported that half the 12 lead signals were lost and the other half had noise on the carto 3 system and the recording system. The noise was only on the carto 3 system. They unplugged the cable and the 12 lead signals came back. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. No patient consequence reported. Additional information was received on 30-apr-2026. The signal interference (noise) was observed on all ECG (bs + ic) channels. The physician did not have any intact ECG signal available to monitor the patients heart rhythm. During the signal interference, the decanav was in the body. Could build fast anatomical mapping (fam) and matrix. No error associated on the carto. This signal loss and noise issue was originally considered non-reportable, however, bwi became aware on 30-apr-2026 that the physician did not have any intact ECG signal available to monitor the patient's heart rhythm and have reassessed the event as reportable. The awareness date for this record is 30-apr-2026.